Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer and during the evaluation the device failed a pressure verification system pre-test. The blower cuts out while being tested was also noted. The technician recommends replacing the blower assembly and system board to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed. New information: correction to the device problem code. Box h coding is updated.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer and during the evaluation the device failed a pressure verification system pre-test. The blower cuts out while being tested was also noted. The technician recommends replacing the blower assembly and system board to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer and during the evaluation the device failed a pressure verification system pre-test. The blower cuts out while being tested was also noted. The technician recommends replacing the blower assembly and system board to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated at the UK bench, and the customer¿s complaint was confirmed. During the evaluation the service technician confirmed the failure was caused due to a faulty blower. There were no actionable errors found in the device event log. In conclusion, the device's trilogy evo blower assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, a 4-year service was performed unrelated to the reportable malfunction/issue. A preventative maintenance valve and battery assessments was performed and indicated no replacements were required. The software was upgraded to 1.06.15.00. The device passed all test, and the system meets the specification for the performed service and is returned to use.